Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "would not aspirate and fluid came out between hub and ext. Leg when clamped and flushed." No other information was provided.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "would not aspirate and fluid came out between hub and ext. Leg when clamped and flushed." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak and/or occlusion is unconfirmed as the alleged issues could not be reproduced. One 4 fr dual lumen powermidline provena catheter was returned for evaluation. An initial visual observation showed a small amount of use residue on the returned sample. Both lumens of the returned catheter were flushed and pressurized with a 12 ml syringe of water. No leaks were found and both lumens were found to be patent to infusion and aspiration. A microscopic observation revealed no damage on the returned sample. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported "would not aspirate and fluid came out between hub and ext. Leg when clamped and flushed." No other information was provided.